Manufacturer narrative:
H4: device manufacture date: august 25, 2020 - august 26, 2020. H10: the device was received for evaluation. Visual inspection along with magnification was performed and the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported to have occurred on an unknown date between (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified prior to use. There was no patient involvement. No additional information is available.